Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: a review of the pump¿s black box data showed frequent replace battery alarms. The pump¿s electrical current draws were test and measured within specification. During visual inspection of the pump, it was observed that the battery compartment was cracked and contained moisture corrosion. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened and there was no further evidence of moisture found. The investigation was able to duplicate the initial complaint about a "battery life" issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. There was reportedly moisture/corrosion in the battery compartment. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.